Event description:
During a micro co2 laser conization of the cervix, directed colposcopy and ecc, after using the 12 inch hook instrument to retract cervical tissue, when the instrument was handed back to the scrub technician it was noted that that the tip of the grasper was missing. The piece measured approx. 1 cm in length. The surgeon was notified and an x-ray of the pelvis was ordered which was negative for a foreign object. The surgeon also examined the vagina and the endocervix and so the bed linens and the tip of the instrument was not found. However, x-rays were negative for a foreign object. Pt was discharged home and is to be followed on an outpatient basis.